Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet, with the caregiver noting inadequate insulin delivery and reuse of prior pod sites suggestive of scar tissue; an additional event involved the user reinserting a filled cartridge without disconnecting, which could have delivered a bolus of insulin into the body. Symptoms included hyperglycemia and stinging at the infusion site. Outcomes included no reported hypoglycemia following the cartridge event, no hospitalization, and provision of education and troubleshooting, including site change guidance and training for meal announcements due to low time in range. Investigation included review of device reports and case follow-up. Investigation of this case revealed suspected poor infusion absorption related to scar tissue and user technique error during cartridge handling, without evidence that the ilet pump or cartridge malfunctioned. It was concluded, based on previously established findings for similar reports, that the cause was use error and infusion site issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.